Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had flow issues. The following information was provided by the initial reporter: patient was receiving an iron infusion; I stepped out of the room for a few minutes to file paperwork next door and I came back to see that the medication from the secondary bag was back flowing into the primary bag-this is not supposed to happen. There was no serious harm reported.

Event description:
Returned set, mat# 10016073, lot# 25053022 is secondary set; updated to concomitant row as the failure is with the primary set (unknown material #, unknown lot #).

Manufacturer narrative:
Pr (B)(6) follow up MDR for correction: returned set, mat# 10016073, lot# 25053022 is secondary set, updated to concomitant row as the failure is with the primary set (unknown material #, unknown lot #).

Manufacturer narrative:
One sample of primary infusion set along with a secondary set was submitted for quality investigation. Visual inspection was conducted and no abnormalities or damages were identified. The samples were then primed. The primary set was primed with water and the secondary set was primed with water and blue dye. A simulated infusion was conducted at a rate of 125 ml/hr. A slow backflow of the blue dye of from the secondary infusion set can be seen moving against the direction of the backflow check valve, however, it could not be confirmed that this is a sign of backflow of the fluid into the primary infusion bag. The sample was forwarded to the supplier in order to examine further and possibly determine a possible root cause. Visual inspection of the returned check valve showed no particulate detection or other nonconformities. The returned check valve was tested on an offline backflow tester and backflow was not observed. The sample was then tested on the automation in which it was originally assembled on, and backflow was not observed again. Reported backflow nonconformance could not be replicated in supplier testing. The root cause of the reported issue could not be determined due to the supplier not being able to replicate the backflow during testing. A device history record review for model 2420-0007 lot numbers 25055236 and 25055296 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.